Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the load was confirmed via fluor oscopy check, visual and tactile and the valve was deemed acceptable. A pre- balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. Hand held inflation pressure was used. The valve was then deployed to 80%. The valve sat too deep, and was therefore recaptured and then redeployed to 80%. At this point, an infold was noted on the fluoroscopy check. Of note, the target implant depth was 3 millimeter (mm). An attempt was made to align the commissures. The valve was removed from the patient. A new valve and delivery catheter system (dcs) were prepped and the valve was implanted successfully. The patient remained hemodynamically stable throughout the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34, (lot: 0011390913); product type: 0195-heart valves; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.